Event description:
The pt reported the display screen on his insulin infusion device is not complete. He stated he noticed this morning that he can see the bottom half of the characters but the top half of the screen is blank. He said the left side of the display has a solid black line with some dots. The pt was instructed to put in a new battery. He did so but the display was not corrected. The pt was advised to switch to his backup insulin infusion device. No blood glucose or other physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.